Event description:
On (B)(6) 2010 patient reported she has had leaky infusion sets. Patient stated sometimes in 2 days she will have to change out the infusion set because she will smell the insulin. Patient reported she noticed the insulin at the connector. Patient stated she changes her infusion site to correct the issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion sets; no product return was respected.

Manufacturer narrative:
No product will be returned for evaluation.